Event description:
A us distributor returned a monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector #2 pin was missing components causing intermittent connection and displaying service code 204. The root cause for the damaged receptacle could not be positively identified. No adverse event resulted from the damaged monitor.